Manufacturer narrative:
The unit was received with blank display due to a corroded battery tube and corroded battery cap. The unit had a cracked reservoir tube lip and scratched display window per visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident is unknown. The customer changed the battery cap but the anomaly persisted. The insulin pump was returned and replaced.